Manufacturer narrative:
Investigation summary: data review: data logs confirmed pump was in improper position corresponded with clinical description that triggered alarms impella position in ventricle/aorta. There were suction alarms triggered in early of the case but resolved quickly no other issues were found on the logs. Product was not returned for review. Mechanical interaction with blood: the cause of mechanical interaction with blood was most likely due to pump was not in the proper position. The cause of positioning issue is unknown. Device in wrong position: the cause of device in wrong position was unable to be determined as limited clinical details were provided and no product was returned for review. Hematuria: the cause of the injury was not determined due to insufficient clinical details. Device history lot: device lot #: 1955298. Device history batch: subcomponent lot#: n/a. Device history review: pump sn: (B)(6) passed all post sterile inspection checks.

Event description:
The complainant reported that an impella cp pump was implanted to support a patient with acute myocardial infarction and cardiogenic shock. The patient was successfully placed on the impella cp device prior to percutaneous coronary intervention (pci). Catheterization laboratory (ccl) for device removal using a manta vascular closure device. A foley catheter was in place, and the patient¿s urine appeared dark amber in color. Echocardiography demonstrated that the impella catheter was positioned beneath the papillary muscle. The physician declined to reposition the device and opted for removal, with consideration of potential intra-aortic balloon pump (iabp) placement. The patient¿s hemodynamics had improved following removal, and no additional mechanical circulatory support (mcs) device was placed. The patient¿s hemodynamic status improved after device removal. No further information was provided regarding the patient¿s subsequent condition.